Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(6) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable. The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified. Accordingly, this event has been determined to be MDR reportable. Manufacturing review: as the lot number was not provided, an a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: three electronic photos were reviewed by field assurance engineer. The first photo shows the device coiled on a brown paper towels. The balloon appears deflated. The second and third photos show a closer view of the balloon tip; fiber disturbance can be seen to the balloon material at the distal tip. Therefore, based on the photo review fiber disturbance/frayed material can be confirmed. However, an abnormal balloon shape cannot be confirmed, as the photos do not show the balloon inflated. Conclusion: the device was discarded, however three photos were returned. The investigation is inconclusive for the reported issue, as the photo review could not confirm an abnormal shape of the balloon, and as the sample was not returned for full functional evaluation of the device. However, based on the photo review, the investigation is confirmed for frayed material as fiber disturbance was noted on the balloon at the distal tip. It is possible that the identified fiber disturbance contributed to the reported abnormal balloon shape. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter, introducer sheath and guidewire (as necessary) as a single unit. Use of the conquest pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.

Event description:
It was reported during an angioplasty procedure for stenosis in a venous anastomosis, in an av graft, the pta balloon was allegedly abnormal in appearance when inflated. The balloon was inflated more than 10 times at 20 atmospheres. The procedure was completed with the device. There was no reported patient injury.